Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion intervention required), poor quality sleep ("poor sleep") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormone imbalance") and weight increased ("gained weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hormone level abnormal, poor quality sleep, fatigue and weight increased had not resolved. The reporter considered abdominal pain, fatigue, hormone level abnormal, poor quality sleep and weight increased to be related to essure. The reporter commented: time between placement essure and mentioned complaints: 1 year. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08-sep-2021: reporter and patient's (initials) information were updated. The event abdominal pain was upgraded to serious incident, as it was confirmed that on an unspecified date the essure was removed, and reporter causality considered as related. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion intervention required), poor quality sleep ("poor sleep") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormone imbalance") and weight increased ("gained weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hormone level abnormal, poor quality sleep, fatigue and weight increased had not resolved. The reporter considered abdominal pain, fatigue, hormone level abnormal, poor quality sleep and weight increased to be related to essure. The reporter commented: time between placement essure and mentioned complaints: 1 year. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.